Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error during bolus delivery. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer reported a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with normal operating currents and passed the self-test. Pump failed the displacement test (54.1 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/delivery test, and unexpected restart error test or verify motor position encoder error alarm due to motor error alarms. Pump received with missing end cap sticker noted.